Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was beeping 15 times every 6 hours. Upon device check by clinic, there were no alerts. Engineering analysis of device data found that there was an alert for this right atrial (ra) lead pacing impedance measurement being 182 ohms, which was out-of-range. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).